Event description:
The customer reported the joystick was not working. When the motorized movements are completely down, the cranial and caudal movements are not available. The system would be effectively unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.